Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Root cause remains undetermined.

Event description:
It was reported in a journal article that five (5) patients showed radiolucency around the uncemented humeral stem following reverse total shoulder arthroplasty. All cases were non-progressive and asymptomatic. No further information has been provided.

Manufacturer narrative:
(B)(4). Theivendran et al. "Reverse total shoulder arthroplasty using a trabecular metal glenoid base plate" journal title. Reference journal article attached. 98-b:969¿75 the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by k. Theivendran, m. Varghese, r. Large, m. Bateman, m. Morgan, a tambe, m. Espag, t. Cresswell, d.I. Clark. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that five (5) patients showed radiolucency around the humeral stem following reverse total shoulder arthroplasty. Attempts have been made to obtain additional information and further information is not available at this time.